Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a backup alarm failure occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer replaced the central processing unit (cpu) printed circuit board assembly (pcba), and successfully reprogrammed the serial number, added the power on hours, and enabled the software options with the assistance from a remote service engineer to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.